Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulation was not working and, a few weeks prior to the report, the patient had to turn the stimulation up because they were not getting good relief. The contributing factors leading to the issue was unknown as the patient denied having any falls or other incidents. The rep tested the impedances which showed an open circuit on electrodes 1 and 4. The patient was using electrode 1 in their programming so the rep programmed around it with good relief. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.